Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet of the safe-t pro plus broke off and remained in the patients finger. The nurse was able to remove the lancet fragment from the patient's finger. No medical treatment was required. No adverse event report. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer did not return the suspect lancet device but did return 66 unused devices of the same lot and the object that was removed from the patient's finger. All testing of the returned unused devices was acceptable. The investigation of the returned object from the patient's finger indicated that the object was not a piece from a lancet as it was non-metallic and organic in nature.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.